Manufacturer narrative:
Integra has completed their internal investigation on 07/19/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement. This would not have caused a slippage. When unit is properly positioned and put under pressure, the unit would not have slipped. General maintenance and cleaning required. The device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) manufactured on march 31, 2013. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Service history: date of service: (B)(6) 2015. No manufacturing or design related trend has been identified. In summary, the end user's experience could not be duplicated or confirmed. The returned unit passed all functional testing requirements, however general maintenance is required.

Event description:
Mayfield slipped in a posterior cervical procedure causing a laceration. Additional information was received on 07jun2016 from the customer: on (B)(6) 2016, a (B)(6) year old male patient was positioned prone for the surgery on a jackson spinal table and secured to the mayfield. Pounds of pressure applied was not known. The surgery was not performed with a stereotaxy device. Integra disposable skull pins (product ID and lot number were not provided) were used. The skull pins are not available to be returned for evaluation. The surgeon repositioned the patient in flexion and the pins slipped and caused a 3mm laceration on the patent's head that had to be sutured. The length of time the product was in use before the event occurred was 10 minutes. The pins were then adjusted because the patient was already prone. Once procedure was finished, the device was taken out of service. Patient outcome was reported as stable.